Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that their patients typically warm over 6¿8 hours on the arctic sun device. The patient had been in rewarm on the device for 8.5 hours and was only at 35.4c per the esophageal probe. The rewarm tab reads to rewarm from 36.5c to 36.5c, so the nurse was unsure if the device was programmed correctly. Mis explained the rewarm from showed where the patient should be right now, so the patient should be at 36.5c. The water was at 40.3c and flow was 0.7lpm. Mis asked the nurse to disconnect the pads, rotate the connector, and reconnect using proper technique. The nurse also straightened the lines and made sure the fluid delivery line was not causing any tension. The flow was at 1.2lpm. Mis suggested that taco-ing the baby and turning on radiant heat if facility protocol allow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that their patients typically warm over 6¿8 hours on the arctic sun device. The patient had been in rewarm on the device for 8.5 hours and was only at 35.4c per the esophageal probe. The rewarm tab reads to rewarm from 36.5c to 36.5c, so the nurse was unsure if the device was programmed correctly. Mis explained the rewarm from showed where the patient should be right now, so the patient should be at 36.5c. The water was at 40.3c and flow was 0.7lpm. Mis asked the nurse to disconnect the pads, rotate the connector, and reconnect using proper technique. The nurse also straightened the lines and made sure the fluid delivery line was not causing any tension. The flow was at 1.2lpm. Mis suggested that taco-ing the baby and turning on radiant heat if facility protocol allows.